Event description:
It was reported that the patient alert was triggered due to high left ventricular (lv) lead impedance. It was noted that lv lead threshold was high. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-65, defib lead, implanted: (B)(6) 2005; 5076-45, non defib lead, implanted: (B)(6) 2005. (B)(4).